Event description:
It was reported that the patient had issue with the infusion set fell off during use on (b)(6) 2026.

Manufacturer narrative:
E1: Patient Country: Italy.Name: Tandem,Country: United States of America,Street: 11045 ROSELLE STREET,City: SAN DIEGO,State: CA,Zip Code: 92121.Based on the available information, this event is deemed to be a Reportable Malfunction.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration Number.Reporting Site: 8021545.Manufacturing Site: 3003442380.